Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported the pump flip was first confirmed at the refill appointment on (B)(6) 2023. The first refill on (B)(6) 2023 the expected volume was 8 ml and the aspirated volume was 13 ml (it baclofen solution, 0.5 mcg/ml, 38 mcg/day). The second refill on (B)(6) 2023 the expected volume was 2.5 ml and the aspirated volume was 20 ml (it baclofen solution, 0.5 mcg/ml, 60 mcg/day). A catheter access port (cap) test was performed on 20-07-2023 which confirmed the catheter was blocked. The baclofen in the reservoir was replaced with saline and maintained on minimum rate to preserve the pump until a decision is made from the patient regarding the revision of the catheter. The patient's medical history included "bruised feeling on abdomen & as lost weight hence pump can fall forward when sitting up¿ which was first noted on 29-09-2022. It was noted that the patient¿s weight was not recorded, but on observation regarding high bmi (in early obese range).

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# unknown implanted: (B)(6) 2022 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient's last refill occurred on (B)(6) 2023 and the expected reservoir volume (erv) was 7.6 ml but the actual reservoir volume (arv) was 13 ml. The patient was seen again on (B)(6) 2023 and the dose was increased from 47 mcg/day to 60 mcg/day but no refill was required. The patient arrived in clinic on (B)(6) 2023 stating that she didn¿t want to use the pump anymore as the last increase dated (B)(6) 2023 was not beneficial. The patient felt that their spasms have returned to pre-pump levels despite the initial improvement when implanted. It was reported the pump flipped regularly and the patient would reflip it back into position. It was difficult for the patient to give an exact number of how many times this happened. The patient stated that she does not wish to have any further surgery. The patient experienced mild spasms when they are in their powered wheelchair but when transferred to the bed, the spasms increased dramatically with severe pain. The pump was read and the erv was 2.5 ml however when the reservoir was accessed, the arv was 20 ml. The pump was refilled and the dose was kept the same (60mcg/day). This could indicate a pump malfunction although reading through the logs there was nothing identified. It was noted that the hcp was wondering if there¿s an issue with the catheter, potentially a catheter occlusion, particularly due to the constant flipping and repositioning of the pump although this would not explain why there¿s still 20mls left in the reservoir. The actions/interventions planned was the pump would be rechecked in 6 weeks. They would request an angio dye test to explore the patency of the catheter and request a plain film x-ray of the spine. It was noted a surgical intervention was planned however a date has not been scheduled. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient's age, weight, and medical history was asked but unknown. 2023-jul-26 e1, e2 (for, rep): documents contain no new information.

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath lot# serial# unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.